Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was not firing the clips. It was noted that the device was not used on the patient. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was not used on the patient. The initial reporter was unable to provide any additional information about the reported event. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the clip applier instrument involved with the complaint to perform failure analysis. The instrument was analyzed and found to fail the clip test. The instrument was installed on an in-house system and driven. Clip cannot be loaded into the grips. The instrument was found to have one severely bent grip tip, causing side to side/vertical misalignment of the grips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis.